Event description:
On (B)(6) 2015, lay user/patient father contacted lifescan (lfs) and alleged their one touch ultra 2 meter was the giving incorrect unit of measure. The complaint was classified based on the customer care advocate (cca) documentation and this medical surveillance specialist listening back to the call. The patient reported the issue began on (B)(6) 2015 between at 2.45am. The patient alleged obtaining results in decimals, the results being ¿11.6 mmol/l¿. The reporter told the cca the patient manages his diabetes with insulin (no-adjustments). The reporter confirmed that the patient did make changes to his usual diabetes management regimen in response to the alleged product issue; the patients eat more food/drink on (B)(6) 2015 at 7.30 pm. The reporter told the cca the patient developed symptoms ¿high blood glucose¿. The patent alleged hcp treatment at the emergency room with insulin (type and dose unknown) on (B)(6) 2015, at 3am and was released on (B)(6) 2015. It is unknown if any other meter reading was taken. At the time of trouble shooting, the cca confirmed this was the first time the meter was being used; the cca also confirmed the meter was set to the correct unit of measure mg/dl in the meter settings. The cca resolved the issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a severe high blood glucose excursion after the alleged incorrect unit of measure issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.